Event description:
Pt reported experiencing elevated blood glucose (280-550 mg/dl, normally 100-130 mg/dl), for the past 2 weeks. They indicated that they have attempted to lower blood glucose by supplementing normal infusion therapy with insulin injections; however, their blood glucose has remained higher than normal. Pt stated that they believe the device may be at fault for elevated blood glucose. No error messages have been generated by the device.